Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. Investigation summary: unable to confirm the customer experience as no sample and no photo was returned. Root cause description: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: complaint trend would be monitored.

Event description:
It was reported that blood leakage occurred after needle was removed with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported that in the last few times use of the venflon pro safety with lot numbers 9167738p01 article number 393222 and lot number 9208916p02 / item number 393224 blood leakage occurred after the needle was removed, safety system was activated and the product was put away for disposal. The blade on which the safe needle was then placed seemed to drain, and was still covered in blood.